Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was faulty depleted main batteries. The main batteries have been replaced. Additional: a service history review revealed that the device has been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During the product evaluation at baxter for another report, it was discovered that a battery depleted set alarm occurred during infusion on a colleague infusion pump, which caused an interruption during delivery. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.